Event description:
A pt had experienced increased pain. A "rotor stall" in regards to the pt's pump occurred during the week of (B)(6)2010. The pump was replaced and the pt was released from the hospital the following day. Fentanyl was being administered by the pump. Fentanyl was increased in response to the increased pain, before it was realized that the pump was malfunctioning. Concentration and daily dose of the fentanyl was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)